Event description:
It was reported the pt's device was replaced due to a possible short circuit. Ins battery was reportedly quick working for no apparent reason. It was stated low impedances of <50 ohms were detected on electrodes 2 and 3 and battery status was at eol. The pt recovered without sequela. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete. Reason for late MDR due to implementation of process improvement.